Manufacturer narrative:
The customer's reported complaint that the autopulse platform displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing. The platform processor board was replaced to remedy the system error message and platform passed all the testing and meets all required specifications . Functional evaluation of the returned autopulse platform was unable to be performed as a system error message was observed upon powering up, therefore confirming the reported complaint. After the processor board was replaced , it remedied the system error fault. A review of the platform archive log showed "system error "136 (internal parameter corrupted ") on (B)(6) 2016 . A visual inspection of the returned autopulse platform was performed and found rattling inside the device (excessive internal damaged on the screw post). The encoder cover, motor cover, flexible patient restraint assy was damaged and the line across display has missing pixels. The autopulse platform is a reusable device and was manufactured on 07/09/2007. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during a shift check, the autopulse platform (s/n: (B)(4)) displayed 'system error' message upon powering on. No patient involvement was reported.